Event description:
The patient reported that the up arrow and down arrow keypad buttons were sticking, had a delayed response and required multiple button presses in order to get a response. This issue has been reportedly occurring since (B)(6) 2011. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
(B)(4): investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.